Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. Multiple attempts have been made to retrieve additional information. If additional pertinent information is provided, a follow up will be sent. This event did not occur due to a product malfunction, but rather, the user incorrectly connected the pump set to the enteral extension while the cap was still in place on the pump set. This resulted in the water saturating the patient and the bedding instead of infusing into the feeding tube, and contributing to the patient¿s drop in temperature to 94 degrees.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an incident when using a feeding set. The customer states when the pump set was plugged into the patient's enteral button extension, the cap on the pump set had not been removed. As a result, shortly after the pump started, the pressure in the line built up to a level sufficient to dislodge the pump set from the cap. Approximately 450 ml of water had saturated the clothes and bedding of the patient over 4 1/2 hours and her temperature dropped to 94 degrees fahrenheit. The patient is a non-verbal female with cerebral palsy and quadriplegia. She additionally suffers from thermal dis-regulation and is unable to properly regulate her temperature specifically when her environment becomes excessively hot or cold. The patient was dried and placed in new dry clothes and bedding and intervention was required to bring her temp back up to normal.

Manufacturer narrative:
Investigation date: 12/22/2015. An investigation was performed by the manufacturing facility regarding the joey 1000ml pump set for the reported issue of, ¿when the pump set was plugged into the patient¿s enteral button extension, the cap on the pump set had not been removed. As a result, shortly after the pump started, the pressure in the line built up to a level sufficient to dislodge the pump set from the cap. Water saturated the patient¿s clothes and bedding and her temperature dropped to 94 degrees.¿ after several attempts to retrieve a sample, no sample was received; failure mode reported cannot be confirmed. Further investigation was performed to determine a possible root cause. Possible root cause can be attributed to the user not removing the cap from the set. The IFU indicates that the user must remove any protection (if applicable) from the enteral feeding tube funnel (caps or dust covers). The DHR of the lot number reported was reviewed, and was confirmed that the products were produced accomplishing quality requirements and was released according to established procedures. This event did not occur due to a product malfunction, but rather, the user incorrectly connected the pump set to the enteral extension while the cap was still in place on the pump set. This resulted in the water saturating the patient and the bedding instead of infusing into the feeding tube, and contributing to the patient¿s drop in temperature to 94 degrees.